Manufacturer narrative:
(B)(4).

Event description:
It was reported internal bleeding at the incision site was discovered. The device was resolved by using a suture. The bleeding was taken care of and no issues have been reported since.